Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented following an unrelated surgical procedure with episodes of non-sustained right ventricular over-sensing recorded by the implantable cardioverter defibrillator. Also noted was an alert for possible high voltage circuit damage. The anomalies were attributed to electromagnetic interference during surgery. No interventions were made. The patient was stable and will be monitored.